Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the noise on image was caused by the failure of the charged coupled device. The root cause of the failure of the charged coupled device cannot be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that a black and bad image was caused due to a defective charge coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd 3cmos camera head had no image during a procedure. The issue occurred during a therapeutic gynecological procedure and it was completed with a similar device. There were no reports of patient harm associated with the event.